Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 900mg/dl and diabetic ketoacidosis. The customer had symptoms such as not feeling well and treated with the pump and an IV. Customer indicated that the act button on the pump does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.

Manufacturer narrative:
The insulin pump was received with intermittent esc, act, and up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The beep short, beep medium, and beep long audio alarms are working properly. No cosmetic damage noted during physical inspection.